Manufacturer narrative:
A partial lead with only the distal portion measuring 58.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that asymptomatic patient presented to the clinic for device check. Noise was observed on both the atrial and the ventricular leads. Noise was not reproduced. Decision was made to replace the leads. During the procedure pericardial effusion occurred. Subsequently, a pericardial window was performed. A drain was placed and patient was monitored for the remainder of the case. The patient did not require a sternotomy and the bleeding stopped on its own. Patient was in stable condition post procedure and overall tolerated the procedure very well.